Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred while filling the device with an unknown solution using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 16, 2013 to september 17, 2013. Evaluation summary: the device was received for evaluation. During visual inspection, the reservoir was observed to be ruptured. The reported condition was verified. Microscopic inspection was performed and showed a marking on the exterior surface of the reservoir, near the rupture line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.